Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
User was driving along and the chair would stop and the display would read inhibit.